Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device did not work was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and repair, it was determined that the electric pen drive device had a worn bearing, unintended activation/motion, insufficient/low power, and component damage. It was further determined that the device failed pretest for check function with hand switch, check speed with tachometer, check power with the power test bench, and check function in ¿lock¿ mode with foot pedal. It was noted in the service order that the did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Correction h10: subsequent investigation was performed and the investigation has been updated. It was inadvertently reported in the initial report that the electric pen drive device had unintended activation/motion and failed check function in ¿lock¿ mode with foot pedal. Upon further investigation, it was noted that the device had internal finding : worn bearing functional : insufficient/low power, and visual : component damaged. Therefore, the failure of did not work does not meet the criteria of a reportable complaint as it is unlikely to cause or contribute to serious injury. Therefore, the initial medwatch report was submitted in error. No further investigation will be performed at this time.